Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing. It was also reported the patient's right atrial (ra) lead exhibited diminished sensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.